Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1800125 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip got stuck and loose. After 10 clips were fired; the clips could not be closed properly. There was no patient injury.